Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when preparing a 13.2mm, vicm5_13.2, -11.50 diopter, implantable collamer lens it was noted that it was ripped. The backup icl was used and the surgery went well and all was fine with the patient post-op.cause of event "device".

Manufacturer narrative:
H3- lens was returned with moisture and clear surgical debris on the lens in a micro-centrifuge vial. Visual inspection found foreign debris and a scratch on the lens. Claim# (B)(4).